Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported their sleep/wake button only worked when the ilet was on the charger. It was confirmed that the user's hands were not wet or cold and that they were using the correct amount of force. A replacement pump was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.